Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal procedure in the mitral position in which the patient developed a skin reaction a few weeks post-procedure. The patient was treated with antihistamines, clobetasol, and other over-the-counter medications; however, symptoms persisted and continued to progress. Allergy testing indicated sensitivity to certain metal compounds. The allergist advised the patient advocate to obtain a breakdown of the pascal device metal composition to support further testing and determine whether the patient may be reacting to device-related materials. A follow-up call was conducted with the patient advocate, during which it was reported that the patient has a nickel allergy. No further testing is planned at this time. The patients symptoms have not been resolved, and their quality of life has been negatively impacted.